Event description:
Notified in mid february that nursing staff was reporting problems with medex cathlons. Cathlon was crimping near hub, splicing, shredding at tip, had delayed flashback. Local medex rep was alerted and conducted an informal investigation in rptr's presence. The rep secured sterile cathlon samples at that time and forwarded to MFR. According to the co, all sterile lots revealed no defects. However, a 14 gauge cathlon secured by a staff nurse after attempting a peripheral IV, revealed a bevel tip deformity. Currently awaiting official reports regarding other samples submitted. Over the next month, numerous complaints surfaced with concerns raised regarding pt safety. With that said, nursing administration opted to pull the product until further investigation was completed.